Event description:
Abdominal hysterectomy in morning stapler used to close vaginal cuff. Ten hours later pt began bleeding, returned to surgery for suturing of vaginal cuff. Staple fragments found in abdominal cavity, portion of stapled area opened.